Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, prime, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Device functioned properly. Pump passed the displacement accuracy test. The insulin pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer experienced symptoms such as weakness. Blood glucose at the time of the admission was over 300mg/dl. The customer was hospitalized for 5 days. Details of treatment was not provided. The customer was not wearing the insulin pump during the hospitalization. The customer explained that they stopped using the insulin pump and reverted to manual injections due to multiple no delivery alarms and was disconnected for more than 48 hours prior to the incident. Blood glucose at the time of the call was 250mg/dl. Troubleshooting was not completed and the customer requested the insulin pump to be replaced. The insulin pump was returned for analysis.